Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Device received with unresponsive keypad at the "graph" button due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received stuck button alarm. Customer reported that they did not press buttons more than three minutes. Customer stated that the display was blank. Troubleshooting was done for the blank display. Customer was advised to remove the battery and insert battery alarm did display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Display did return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.